Event description:
The facility reported the device prompted CPR without going into analysis mode. CPR was administered for approx 60 seconds when the device prompted no shock advised. CPR was continued until an als crew arrived on scene and connected their device to the pt. The pt was diagnosed with an asystolic ECG at this time. The pt was not resuscitated. The reporter indicated the discrepancy did not affect pt outcome, based upon a lack of pt viability.